Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, b7, d10. Corrected data: e1.

Event description:
It was reported that, after a thr surgery that had been performed on (B)(6) 2024 because of a femur fracture, the patient experienced a dislocation after a fall at home. This adverse event was treated by a revision surgery on (B)(6) 2025 with the same surgeon, in which a r3 20 deg xlpe acet lnr 36mm x 52mm and r3 3 hole acet shell 52mm were explanted and replaced with new competitor products. The current health status of the patient is mobile and self caring.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a thr surgery performed on (B)(6) 2024 due to a femur fracture, the patient experienced a dislocation. This adverse event was treated by a revision surgery on (B)(6) 2025 with the same surgeon, during which a r3 20 deg xlpe acet lnr 36mm x 52mm and r3 3 hole acet shell 52mm were explanted and replaced with new competitor products. The current health status of the patient is unknown.

Manufacturer narrative:
H11: corrected information in b1.

Manufacturer narrative:
Internal complaint reference: (B)(4). Device was returned and evaluated. Sections d9, h3, h6, and h11 were updated. H11: results of investigation: the associated device was returned and evaluated. The visual inspection revealed that the cup and liner returned mated. The outer surface of the cup has a black substance on most of the surface, the edges are scuffed and scratched. The liner is slightly discolored and has some light surface damage. The clinical/medical investigation concluded that, there is a definitive clinical root cause, based on the information provided the patient¿s fall is the clinical root cause for the reported dislocation and subsequent revision. The instructions for use for the total hip systems does note that ¿the patient should be warned that the device does not replace normal healthy bone, that the implant can break or become damaged as a result of trauma or activity including heavy labor for occupation or recreation.¿ a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that for postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in dislocation. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3,h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, there is a definitive clinical root cause, based on the information provided the patient¿s fall is the clinical root cause for the reported dislocation and subsequent revision. The instructions for use for the total hip systems does note that ¿the patient should be warned that the device does not replace normal healthy bone, that the implant can break or become damaged as a result of trauma or activity including heavy labor for occupation or recreation.¿ a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that for postoperative warnings and precautions highlight the need of warning patients against unassisted activity, particularly use of toilet facilities and other activities that require excessive motion of the hip, as they may result in dislocation. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.